Event description:
Hospital reports add'l needlestick occurrences. Injuries appear to have occurred when the insulin needle goes through the skin and sticks the rn. Incidents have occurred in different departments.

Manufacturer narrative:
Product has been discarded; product return is not anticipated. Lot number is unk; unable to perform device history or complaint history review. Sales rep received report and attempted to gather further info. No further info was available. Add'l in-service training to the nursing staff in all areas will be scheduled. Regulatory compliance will continue to monitor.